Event description:
On (B)(6) 2009, the patient reported that about a month ago, she noticed a small amount of moisture in her insulin infusion device. She said, it did not smell like insulin and was just a small amount of condensation. She said, she has not seen it again. She said, the weather has been humid and she wears her infusion device next to her body. She dried out the condensation. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.